Manufacturer narrative:
Manufacturer's report date: 02/04/2011. (B)(4). Set was discarded at the hospital. No investigation could be performed.

Event description:
The primary IV set (model number unknown) was found leaking from pin prick size holes throughout a majority of the tubing distal to the pump. The set was discarded by the hospital. No patient harm reported. Although requested, no additional information was available.